Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-13790. The patient reported, she had never charged her ipg. In addition, the patient reported, she had never received effective stimulation therapy, since she had never received stimulation in her lower back where it was needed. Two different charging systems were unable to communicate with the ipg. It was reported the patient wanted the scs system to be removed. The patient was to contact a physician, and the surgical intervention may be undertaken at a later date to remove the system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.